Event description:
Reportable based on investigation completed (B)(4) 2012 which revealed stent dislodgement occurred. The lesion being treated was located in the right common carotid artery. The filter ez was in place,and when the physician tried to advance the wallstent over the ez filter it got "hung up". The back end went through the tip as they advanced it so the wire would not exit out the exit port. The device was removed and the procedure completed with another of the same wallstent using the same ez filter.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned without the stent. A visual examination of the returned device found that the outer sheath had been fully retracted and the stent had been fully deployed from the device and was not returned. A slight restriction was noted when closing the outer sheath to the tip. During analysis when a 0.014 inch filterwire was inserted through the device it exited the monorail exit as required. Several further attempts were made with slight rotation of the shaft and intermittently the filterwire would meet a restriction at the inner bath tub stamp or exit the monorail exit as required. The outer sheath was dissected and a sticky substance was found inside areas of the outer sheath which was restricting its movement. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).